Event description:
Tubing was broken off at the connection.

Manufacturer narrative:
Evaluation: customer report was confirmed. Rec'd (1) incomplete single pediatric dpt kit. Pediatric tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). (B) (4)